Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm, button/keypad anomaly due to cracked and bleeding lcd glass. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, and had a button error alarm and the buttons were unresponsive. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.